Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had no power. A field service engineer (fse) inspected the station and powered on but displayed nothing on the all-in-one screen, and the drawers were repeatedly clicking open and close. The fse powered off the station, disconnected drawers one by one, and restarted, beginning with the auxiliary. After disconnecting main drawer 6, the station responded normally. The station was shut down, the back panel and drawer were opened, and the drawer controller board was replaced. The drawer was reassembled, the panel closed, and the station powered on. The drawer was recovered successfully, and testing confirmed proper functionality. The customer verified operation through the application, and all systems were working correctly. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, power was down. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.